Event description:
It was reported that the patients spinal cord stimulation (scs) system was not providing adequate pain relief despite reprogramming. The patient underwent a revision procedure where the implantable pulse generator (ipg) and scs lead were replaced. Additional information was received that the patient was doing well postoperatively. The explanted devices were not returned.

Event description:
It was reported that the patients spinal cord stimulation (scs) system was not providing adequate pain relief despite reprogramming. The patient underwent a revision procedure where the implantable pulse generator (ipg) and scs lead were replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2318500; model: sc-2318-50; serial: (B)(6); batch: 5001363.